Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character limitation, event site telephone: (B)(6). Event site city: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference: (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) had "iab optical sensor failure" alarm occurred while used in an ami case. When connected to cardiosave, an. After several tries, the condition did not improve, so a disconnection of the optical sensor was suspected and treatment was started by inputting a blood pressure signal from the a line. There was no malfunction on the cardiosave side. There was no harm reported